Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a hair was found inside of the implant box during a procedure.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned packaging confirmed that there is a small hair-like object located on top of the inner tyvek lid at one corner on top of the sealed flange. Device history record was reviewed and no discrepancies were found. The root cause of the reported event is attributed to an operation error during the packaging process. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. The following sections have been updated: the following sections have been corrected: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.